Event description:
There was an allegation of questionable results with the cobas® egfr mutation test v2. Patient 1 on (B)(6) 2024, the initial result was mutation not detected. On (B)(6) 2024, the same plasma sample was repeated and the result was exon19 del mutation detected. On (B)(6) 2024, a sequencing (ngs) test was performed with a tissue sample, and the result was exon19 del mutation detected. Patient 2 on (B)(6) 2024, the initial result was mutation not detected. On (B)(6) 2024, the same plasma sample was repeated and the result was exon19 del mutation detected. On an unknown date, a sequencing (ngs) test was performed with a tissue sample, and the result was exon19 del mutation detected.

Manufacturer narrative:
The cobas z 480 serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
There was no indication of a product malfunction. The observed discrepancy was consistent with the variances between the sample types and the plasma samples being well below the limit of detection.

Manufacturer narrative:
On (B)(6) 2024, the customer reported two additional samples with questionable results with the cobas® egfr mutation test v2. Patient 3 tested on (B)(6) 2024, initial result was mutation not detected. A sequencing (ngs) test was performed with a tissue sample, and the result was s768i mutation detected and the dna concentration was 15ng/ul. Patient 4 tested on (B)(6) 2024, initial result was mutation not detected. A sequencing (ngs) test was performed with a tissue sample, and the result was exon19del mutation detected and the dna concentration was 4ng/ul. For these two additional samples, there was no indication of a product malfunction. The data showed no amplification was detected for both s768i and exon19del targets, which may indicate an insufficient amount of target dna for detection.